Manufacturer narrative:
Insulin pump passed displacement test. Basic occlusion test, prime test, excessive no delivery test, basic displacement test and occlusion test. No error alarm during testing noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer's blood glucose levels were 307 mg/dl and 376 mg/dl. The customer did not mention any treatment for high blood glucose event. The customer did not mention any symptom related to high blood glucose event. They reported that the insulin pump was not working properly. The customer declined troubleshooting. The insulin pump will be returned for analysis.